Manufacturer narrative:
REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2025). SUMMARY OF ADVERSE EVENTS: IT WAS REPORTED THAT, IN THE ENDOPROTHESENREGISTER (EPRD) FROM GERMANY, A TOTAL OF TWO THOUSAND NINE HUNDRED AND ELEVEN (2,911) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 01-FEB-2013 AND 31-MAR-2024, USING AN R3 DELTA CERAMIC INSERT. FROM THESE, ONE HUNDRED FIVE (105) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: TWENTY-FOUR (24) HIPS DUE TO INFECTION, SEVEN (7) HIPS DUE TO DISLOCATION/INSTABILITY, TWELVE (12) HIPS DUE TO PERIPROSTHETIC FRACTURE, FOUR (4) HIP DUE TO MALPOSITION/MALALIGNMENT, TWELVE (12) HIPS DUE TO ASEPTIC LOOSENING AND FORTY-SIX (46) HIPS DUE TO OTHER/UNKNOWN REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 01-FEB-2013 AND 31-MAR-2024 IN GERMANY. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATION, THE R3 ACETABULAR SYSTEM PRESENTS A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THIS SYSTEM IS AT LEAST AS SAFE AND EFFECTIVE AS ALL ITS THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. ACCORDING TO THIS REGISTRY REPORT, A TOTAL OF TWO THOUSAND NINE HUNDRED AND ELEVEN (2,911) PRIMARY THA PROCEDURES WITH R3 DELTA CERAMIC INSERTS HAVE BEEN PERFORMED IN GERMANY BETWEEN 01-FEB-2013 AND 31-MAR-2024. THE MEAN CUMULATIVE REVISION RATES FOR THE R3 DELTA CERAMIC INSERT WERE IN LINE WITH THE MEAN CUMULATIVE REVISION RATES FOR THE THA EPRD CLASS ACROSS ALL YEARS OF FOLLOW-UP DATA AVAILABLE. THE FOLLOWING CUMULATIVE REVISION RATES WITH 95% CONFIDENCE INTERVALS ARE PRESENTED IN THIS REPORT: O AT 1ST POSTOPERATIVE YEAR: 3.1% (2.5%-3.8%) VS 2.7% (2.7%-2.8%) OF THE CLASS. O AT 2ND POSTOPERATIVE YEAR: 3.4% (2.7%-4.0%) VS 3.1% (3.1%-3.2%) OF THE CLASS. O AT 3RD POSTOPERATIVE YEAR: 3.7% (3.0%-4.4%) VS 3.4% (3.3%-3.5%) OF THE CLASS. O AT 4TH POSTOPERATIVE YEAR: 3.8% (3.0%-4.5%) VS 3.6% (3.5%-3.6%) OF THE CLASS. O AT 5TH POSTOPERATIVE YEAR: 4.0% (3.2%-4.7%) VS 3.7% (3.7%-3.8%) OF THE CLASS. O AT 6TH POSTOPERATIVE YEAR: 4.0% (3.2%-4.7%) VS 3.9% (3.9%-4.0%) OF THE CLASS. O AT 7TH POSTOPERATIVE YEAR: 4.4% (3.4%-5.3%) VS 4.1% (4.1%-4.2%) OF THE CLASS. O AT 8TH POSTOPERATIVE YEAR: 4.4% (3.4%-5.3%) VS 4.3% (4.3%-4.4%) OF THE CLASS. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
IT WAS REPORTED THAT, IN THE ENDOPROTHESENREGISTER (EPRD) FROM GERMANY, A TOTAL OF TWO THOUSAND NINE HUNDRED AND ELEVEN (2,911) HIPS UNDERWENT PRIMARY THA PROCEDURES BETWEEN 01-FEB-2013 AND 31-MAR-2024, USING AN R3 DELTA CERAMIC INSERT. FROM THESE, ONE HUNDRED FIVE (105) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: TWENTY-FOUR (24) HIPS DUE TO INFECTION, SEVEN (7) HIPS DUE TO DISLOCATION/INSTABILITY, TWELVE (12) HIPS DUE TO PERIPROSTHETIC FRACTURE, FOUR (4) HIPS DUE TO MALPOSITION/MALALIGNMENT, TWELVE (12) HIPS DUE TO ASEPTIC LOOSENING AND FORTY-SIX (46) HIPS DUE TO OTHER/UNKNOWN REASONS. NO FURTHER INFORMATION IS AVAILABLE. TIMEFRAME OF REGISTRY DATA: IMPLANTATIONS CONDUCTED BETWEEN 01-FEB-2013 AND 31-MAR-2024 IN GERMANY.

Event description:
Unique Complaint ID Number,Event Date,Date Entered,Manufacturer Aware Date,Brand Name,Generic Name,Model Number,Lot Number,Catalog Number,Serial Number,UDI Number,PMA / 510K Number,Date Returned to Manufacturer,Type of Reportable Event,Event Description,Manufacturer Narrative,Medical History,Patient Age,Patient Gender,Patient Weight,Date Implanted,Date Explanted,Health Effect Clinical Code,Health Effect Impact Code,Device Problem Code,Device Component Code,Investigation Type Code,Investigation Findings Code,Investigation Conclusion Code,Remedial Action Type,Latest Line Item Version;CASE-2025-00266179-1-L1,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L2,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L3,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L4,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L5,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L6,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L7,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L8,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L9,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L10,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L11,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L12,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L13,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L14,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L15,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L16,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L17,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L18,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L19,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L20,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L21,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L22,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L23,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L24,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L25,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L26,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L27,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L28,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L29,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L30,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L31,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614;E1615,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L32,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L33,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L34,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L35,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L36,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L37,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L38,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L39,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L40,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L41,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L42,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L43,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L44,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L45,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L46,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L47,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to malposition/malalignment.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2308,F1905,A150202,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L48,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L49,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L50,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L51,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L52,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L53,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L54,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L55,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L56,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L57,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L58,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L59,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0102,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L60,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L61,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L62,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L63,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L64,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L65,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L66,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L67,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L68,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L69,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L70,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L71,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L72,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L73,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L74,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L75,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L76,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L77,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L78,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L79,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L80,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L81,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L82,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L83,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L84,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L85,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L86,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L87,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L88,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L89,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L90,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L91,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L92,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L93,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L94,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L95,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L96,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L97,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L98,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L99,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L100,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L101,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L102,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L103,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L104,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266179-1-L105,,5/18/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one (1) hip was later revised due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of two thousand nine hundred and eleven (2,911) hips underwent primary THA procedures between 01-Feb-2013 and 31-Mar-2024, using an R3 Delta Ceramic insert. From these, one hundred five (105) hips were later revised due to the following reasons: twenty-four (24) hips due to infection, seven (7) hips due to dislocation/instability, twelve (12) hips due to periprosthetic fracture, four (4) hip due to malposition/malalignment, twelve (12) hips due to aseptic loosening and forty-six (46) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Feb-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of two thousand nine hundred and eleven (2,911) primary THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Feb-2013 and 31-Mar-2024. The mean cumulative revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative revision rates for the THA EPRD class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 3.1% (2.5%-3.8%) vs 2.7% (2.7%-2.8%) of the class.;o At 2nd postoperative year: 3.4% (2.7%-4.0%) vs 3.1% (3.1%-3.2%) of the class.;o At 3rd postoperative year: 3.7% (3.0%-4.4%) vs 3.4% (3.3%-3.5%) of the class.;o At 4th postoperative year: 3.8% (3.0%-4.5%) vs 3.6% (3.5%-3.6%) of the class.;o At 5th postoperative year: 4.0% (3.2%-4.7%) vs 3.7% (3.7%-3.8%) of the class.;o At 6th postoperative year: 4.0% (3.2%-4.7%) vs 3.9% (3.9%-4.0%) of the class.;o At 7th postoperative year: 4.4% (3.4%-5.3%) vs 4.1% (4.1%-4.2%) of the class.;o At 8th postoperative year: 4.4% (3.4%-5.3%) vs 4.3% (4.3%-4.4%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266180-1-L1,,10/23/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, sixteen (16) hips were later re-revised due to the following reasons: ten (10) hips due to infection, one (1) hip due to recurrent dislocation, one (1) hip due to periprosthetic fracture and four (4) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2015 and 31-Dec-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixty-three (63) revision THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Dec-2015 and 31-Dec-2023. The mean cumulative re-revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 19.7% (9.0%-29.1%) vs 14.3% (14.1%-14.6%) of the class.;o At 2nd postoperative year: 22.1% (10.5%-32.2%) vs 16.3% (16.0%-16.6%) of the class.;o At 3rd postoperative year: 27.7% (14.1%-39.1%) vs 17.5% (17.2%-17.8%) of the class.;o At 4th postoperative year: 31.9% (16.1%-44.8%) vs 18.5% (18.1%-18.8%) of the class.;o At 5th postoperative year: 31.9% (16.1%-44.8%) vs 19.3% (19.0%-19.6%) of the class.;o At 6th postoperative year: 31.9% (16.1%-44.8%) vs 20.0% (19.7%-20.4%) of the class.;o At 7th postoperative year: 31.9% (16.1%-44.8%) vs 20.8% (20.5%-21.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266180-1-L2,,10/23/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, sixteen (16) hips were later re-revised due to the following reasons: ten (10) hips due to infection, one (1) hip due to recurrent dislocation, one (1) hip due to periprosthetic fracture and four (4) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2015 and 31-Dec-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixty-three (63) revision THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Dec-2015 and 31-Dec-2023. The mean cumulative re-revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 19.7% (9.0%-29.1%) vs 14.3% (14.1%-14.6%) of the class.;o At 2nd postoperative year: 22.1% (10.5%-32.2%) vs 16.3% (16.0%-16.6%) of the class.;o At 3rd postoperative year: 27.7% (14.1%-39.1%) vs 17.5% (17.2%-17.8%) of the class.;o At 4th postoperative year: 31.9% (16.1%-44.8%) vs 18.5% (18.1%-18.8%) of the class.;o At 5th postoperative year: 31.9% (16.1%-44.8%) vs 19.3% (19.0%-19.6%) of the class.;o At 6th postoperative year: 31.9% (16.1%-44.8%) vs 20.0% (19.7%-20.4%) of the class.;o At 7th postoperative year: 31.9% (16.1%-44.8%) vs 20.8% (20.5%-21.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266180-1-L3,,10/23/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, sixteen (16) hips were later re-revised due to the following reasons: ten (10) hips due to infection, one (1) hip due to recurrent dislocation, one (1) hip due to periprosthetic fracture and four (4) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2015 and 31-Dec-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixty-three (63) revision THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Dec-2015 and 31-Dec-2023. The mean cumulative re-revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 19.7% (9.0%-29.1%) vs 14.3% (14.1%-14.6%) of the class.;o At 2nd postoperative year: 22.1% (10.5%-32.2%) vs 16.3% (16.0%-16.6%) of the class.;o At 3rd postoperative year: 27.7% (14.1%-39.1%) vs 17.5% (17.2%-17.8%) of the class.;o At 4th postoperative year: 31.9% (16.1%-44.8%) vs 18.5% (18.1%-18.8%) of the class.;o At 5th postoperative year: 31.9% (16.1%-44.8%) vs 19.3% (19.0%-19.6%) of the class.;o At 6th postoperative year: 31.9% (16.1%-44.8%) vs 20.0% (19.7%-20.4%) of the class.;o At 7th postoperative year: 31.9% (16.1%-44.8%) vs 20.8% (20.5%-21.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266180-1-L4,,10/23/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, sixteen (16) hips were later re-revised due to the following reasons: ten (10) hips due to infection, one (1) hip due to recurrent dislocation, one (1) hip due to periprosthetic fracture and four (4) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2015 and 31-Dec-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixty-three (63) revision THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Dec-2015 and 31-Dec-2023. The mean cumulative re-revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 19.7% (9.0%-29.1%) vs 14.3% (14.1%-14.6%) of the class.;o At 2nd postoperative year: 22.1% (10.5%-32.2%) vs 16.3% (16.0%-16.6%) of the class.;o At 3rd postoperative year: 27.7% (14.1%-39.1%) vs 17.5% (17.2%-17.8%) of the class.;o At 4th postoperative year: 31.9% (16.1%-44.8%) vs 18.5% (18.1%-18.8%) of the class.;o At 5th postoperative year: 31.9% (16.1%-44.8%) vs 19.3% (19.0%-19.6%) of the class.;o At 6th postoperative year: 31.9% (16.1%-44.8%) vs 20.0% (19.7%-20.4%) of the class.;o At 7th postoperative year: 31.9% (16.1%-44.8%) vs 20.8% (20.5%-21.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266180-1-L5,,10/23/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, sixteen (16) hips were later re-revised due to the following reasons: ten (10) hips due to infection, one (1) hip due to recurrent dislocation, one (1) hip due to periprosthetic fracture and four (4) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2015 and 31-Dec-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixty-three (63) revision THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Dec-2015 and 31-Dec-2023. The mean cumulative re-revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 19.7% (9.0%-29.1%) vs 14.3% (14.1%-14.6%) of the class.;o At 2nd postoperative year: 22.1% (10.5%-32.2%) vs 16.3% (16.0%-16.6%) of the class.;o At 3rd postoperative year: 27.7% (14.1%-39.1%) vs 17.5% (17.2%-17.8%) of the class.;o At 4th postoperative year: 31.9% (16.1%-44.8%) vs 18.5% (18.1%-18.8%) of the class.;o At 5th postoperative year: 31.9% (16.1%-44.8%) vs 19.3% (19.0%-19.6%) of the class.;o At 6th postoperative year: 31.9% (16.1%-44.8%) vs 20.0% (19.7%-20.4%) of the class.;o At 7th postoperative year: 31.9% (16.1%-44.8%) vs 20.8% (20.5%-21.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266180-1-L6,,10/23/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, sixteen (16) hips were later re-revised due to the following reasons: ten (10) hips due to infection, one (1) hip due to recurrent dislocation, one (1) hip due to periprosthetic fracture and four (4) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2015 and 31-Dec-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixty-three (63) revision THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Dec-2015 and 31-Dec-2023. The mean cumulative re-revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 19.7% (9.0%-29.1%) vs 14.3% (14.1%-14.6%) of the class.;o At 2nd postoperative year: 22.1% (10.5%-32.2%) vs 16.3% (16.0%-16.6%) of the class.;o At 3rd postoperative year: 27.7% (14.1%-39.1%) vs 17.5% (17.2%-17.8%) of the class.;o At 4th postoperative year: 31.9% (16.1%-44.8%) vs 18.5% (18.1%-18.8%) of the class.;o At 5th postoperative year: 31.9% (16.1%-44.8%) vs 19.3% (19.0%-19.6%) of the class.;o At 6th postoperative year: 31.9% (16.1%-44.8%) vs 20.0% (19.7%-20.4%) of the class.;o At 7th postoperative year: 31.9% (16.1%-44.8%) vs 20.8% (20.5%-21.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266180-1-L7,,10/23/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, sixteen (16) hips were later re-revised due to the following reasons: ten (10) hips due to infection, one (1) hip due to recurrent dislocation, one (1) hip due to periprosthetic fracture and four (4) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2015 and 31-Dec-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixty-three (63) revision THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Dec-2015 and 31-Dec-2023. The mean cumulative re-revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 19.7% (9.0%-29.1%) vs 14.3% (14.1%-14.6%) of the class.;o At 2nd postoperative year: 22.1% (10.5%-32.2%) vs 16.3% (16.0%-16.6%) of the class.;o At 3rd postoperative year: 27.7% (14.1%-39.1%) vs 17.5% (17.2%-17.8%) of the class.;o At 4th postoperative year: 31.9% (16.1%-44.8%) vs 18.5% (18.1%-18.8%) of the class.;o At 5th postoperative year: 31.9% (16.1%-44.8%) vs 19.3% (19.0%-19.6%) of the class.;o At 6th postoperative year: 31.9% (16.1%-44.8%) vs 20.0% (19.7%-20.4%) of the class.;o At 7th postoperative year: 31.9% (16.1%-44.8%) vs 20.8% (20.5%-21.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266180-1-L8,,10/23/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, sixteen (16) hips were later re-revised due to the following reasons: ten (10) hips due to infection, one (1) hip due to recurrent dislocation, one (1) hip due to periprosthetic fracture and four (4) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2015 and 31-Dec-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixty-three (63) revision THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Dec-2015 and 31-Dec-2023. The mean cumulative re-revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 19.7% (9.0%-29.1%) vs 14.3% (14.1%-14.6%) of the class.;o At 2nd postoperative year: 22.1% (10.5%-32.2%) vs 16.3% (16.0%-16.6%) of the class.;o At 3rd postoperative year: 27.7% (14.1%-39.1%) vs 17.5% (17.2%-17.8%) of the class.;o At 4th postoperative year: 31.9% (16.1%-44.8%) vs 18.5% (18.1%-18.8%) of the class.;o At 5th postoperative year: 31.9% (16.1%-44.8%) vs 19.3% (19.0%-19.6%) of the class.;o At 6th postoperative year: 31.9% (16.1%-44.8%) vs 20.0% (19.7%-20.4%) of the class.;o At 7th postoperative year: 31.9% (16.1%-44.8%) vs 20.8% (20.5%-21.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266180-1-L9,,10/23/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, sixteen (16) hips were later re-revised due to the following reasons: ten (10) hips due to infection, one (1) hip due to recurrent dislocation, one (1) hip due to periprosthetic fracture and four (4) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2015 and 31-Dec-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixty-three (63) revision THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Dec-2015 and 31-Dec-2023. The mean cumulative re-revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 19.7% (9.0%-29.1%) vs 14.3% (14.1%-14.6%) of the class.;o At 2nd postoperative year: 22.1% (10.5%-32.2%) vs 16.3% (16.0%-16.6%) of the class.;o At 3rd postoperative year: 27.7% (14.1%-39.1%) vs 17.5% (17.2%-17.8%) of the class.;o At 4th postoperative year: 31.9% (16.1%-44.8%) vs 18.5% (18.1%-18.8%) of the class.;o At 5th postoperative year: 31.9% (16.1%-44.8%) vs 19.3% (19.0%-19.6%) of the class.;o At 6th postoperative year: 31.9% (16.1%-44.8%) vs 20.0% (19.7%-20.4%) of the class.;o At 7th postoperative year: 31.9% (16.1%-44.8%) vs 20.8% (20.5%-21.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266180-1-L10,,10/23/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, one (1) hip was later re-revised due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, sixteen (16) hips were later re-revised due to the following reasons: ten (10) hips due to infection, one (1) hip due to recurrent dislocation, one (1) hip due to periprosthetic fracture and four (4) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2015 and 31-Dec-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixty-three (63) revision THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Dec-2015 and 31-Dec-2023. The mean cumulative re-revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 19.7% (9.0%-29.1%) vs 14.3% (14.1%-14.6%) of the class.;o At 2nd postoperative year: 22.1% (10.5%-32.2%) vs 16.3% (16.0%-16.6%) of the class.;o At 3rd postoperative year: 27.7% (14.1%-39.1%) vs 17.5% (17.2%-17.8%) of the class.;o At 4th postoperative year: 31.9% (16.1%-44.8%) vs 18.5% (18.1%-18.8%) of the class.;o At 5th postoperative year: 31.9% (16.1%-44.8%) vs 19.3% (19.0%-19.6%) of the class.;o At 6th postoperative year: 31.9% (16.1%-44.8%) vs 20.0% (19.7%-20.4%) of the class.;o At 7th postoperative year: 31.9% (16.1%-44.8%) vs 20.8% (20.5%-21.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266180-1-L11,,10/23/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, one (1) hip was later re-revised due to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, sixteen (16) hips were later re-revised due to the following reasons: ten (10) hips due to infection, one (1) hip due to recurrent dislocation, one (1) hip due to periprosthetic fracture and four (4) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2015 and 31-Dec-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixty-three (63) revision THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Dec-2015 and 31-Dec-2023. The mean cumulative re-revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 19.7% (9.0%-29.1%) vs 14.3% (14.1%-14.6%) of the class.;o At 2nd postoperative year: 22.1% (10.5%-32.2%) vs 16.3% (16.0%-16.6%) of the class.;o At 3rd postoperative year: 27.7% (14.1%-39.1%) vs 17.5% (17.2%-17.8%) of the class.;o At 4th postoperative year: 31.9% (16.1%-44.8%) vs 18.5% (18.1%-18.8%) of the class.;o At 5th postoperative year: 31.9% (16.1%-44.8%) vs 19.3% (19.0%-19.6%) of the class.;o At 6th postoperative year: 31.9% (16.1%-44.8%) vs 20.0% (19.7%-20.4%) of the class.;o At 7th postoperative year: 31.9% (16.1%-44.8%) vs 20.8% (20.5%-21.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266180-1-L12,,10/23/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, one (1) hip was later re-revised due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, sixteen (16) hips were later re-revised due to the following reasons: ten (10) hips due to infection, one (1) hip due to recurrent dislocation, one (1) hip due to periprosthetic fracture and four (4) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2015 and 31-Dec-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixty-three (63) revision THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Dec-2015 and 31-Dec-2023. The mean cumulative re-revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 19.7% (9.0%-29.1%) vs 14.3% (14.1%-14.6%) of the class.;o At 2nd postoperative year: 22.1% (10.5%-32.2%) vs 16.3% (16.0%-16.6%) of the class.;o At 3rd postoperative year: 27.7% (14.1%-39.1%) vs 17.5% (17.2%-17.8%) of the class.;o At 4th postoperative year: 31.9% (16.1%-44.8%) vs 18.5% (18.1%-18.8%) of the class.;o At 5th postoperative year: 31.9% (16.1%-44.8%) vs 19.3% (19.0%-19.6%) of the class.;o At 6th postoperative year: 31.9% (16.1%-44.8%) vs 20.0% (19.7%-20.4%) of the class.;o At 7th postoperative year: 31.9% (16.1%-44.8%) vs 20.8% (20.5%-21.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266180-1-L13,,10/23/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, one (1) hip was later re-revised due to unknown-other reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, sixteen (16) hips were later re-revised due to the following reasons: ten (10) hips due to infection, one (1) hip due to recurrent dislocation, one (1) hip due to periprosthetic fracture and four (4) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2015 and 31-Dec-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixty-three (63) revision THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Dec-2015 and 31-Dec-2023. The mean cumulative re-revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 19.7% (9.0%-29.1%) vs 14.3% (14.1%-14.6%) of the class.;o At 2nd postoperative year: 22.1% (10.5%-32.2%) vs 16.3% (16.0%-16.6%) of the class.;o At 3rd postoperative year: 27.7% (14.1%-39.1%) vs 17.5% (17.2%-17.8%) of the class.;o At 4th postoperative year: 31.9% (16.1%-44.8%) vs 18.5% (18.1%-18.8%) of the class.;o At 5th postoperative year: 31.9% (16.1%-44.8%) vs 19.3% (19.0%-19.6%) of the class.;o At 6th postoperative year: 31.9% (16.1%-44.8%) vs 20.0% (19.7%-20.4%) of the class.;o At 7th postoperative year: 31.9% (16.1%-44.8%) vs 20.8% (20.5%-21.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266180-1-L14,,10/23/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, one (1) hip was later re-revised due to unknown-other reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, sixteen (16) hips were later re-revised due to the following reasons: ten (10) hips due to infection, one (1) hip due to recurrent dislocation, one (1) hip due to periprosthetic fracture and four (4) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2015 and 31-Dec-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixty-three (63) revision THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Dec-2015 and 31-Dec-2023. The mean cumulative re-revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 19.7% (9.0%-29.1%) vs 14.3% (14.1%-14.6%) of the class.;o At 2nd postoperative year: 22.1% (10.5%-32.2%) vs 16.3% (16.0%-16.6%) of the class.;o At 3rd postoperative year: 27.7% (14.1%-39.1%) vs 17.5% (17.2%-17.8%) of the class.;o At 4th postoperative year: 31.9% (16.1%-44.8%) vs 18.5% (18.1%-18.8%) of the class.;o At 5th postoperative year: 31.9% (16.1%-44.8%) vs 19.3% (19.0%-19.6%) of the class.;o At 6th postoperative year: 31.9% (16.1%-44.8%) vs 20.0% (19.7%-20.4%) of the class.;o At 7th postoperative year: 31.9% (16.1%-44.8%) vs 20.8% (20.5%-21.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266180-1-L15,,10/23/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, one (1) hip was later re-revised due to unknown-other reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, sixteen (16) hips were later re-revised due to the following reasons: ten (10) hips due to infection, one (1) hip due to recurrent dislocation, one (1) hip due to periprosthetic fracture and four (4) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2015 and 31-Dec-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixty-three (63) revision THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Dec-2015 and 31-Dec-2023. The mean cumulative re-revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 19.7% (9.0%-29.1%) vs 14.3% (14.1%-14.6%) of the class.;o At 2nd postoperative year: 22.1% (10.5%-32.2%) vs 16.3% (16.0%-16.6%) of the class.;o At 3rd postoperative year: 27.7% (14.1%-39.1%) vs 17.5% (17.2%-17.8%) of the class.;o At 4th postoperative year: 31.9% (16.1%-44.8%) vs 18.5% (18.1%-18.8%) of the class.;o At 5th postoperative year: 31.9% (16.1%-44.8%) vs 19.3% (19.0%-19.6%) of the class.;o At 6th postoperative year: 31.9% (16.1%-44.8%) vs 20.0% (19.7%-20.4%) of the class.;o At 7th postoperative year: 31.9% (16.1%-44.8%) vs 20.8% (20.5%-21.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00266180-1-L16,,10/23/2025,4/10/2025,R3 Acetabular System ,R3 Delta Ceramic Insert,,,,,,,,IN,"It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, one (1) hip was later re-revised due to unknown-other reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister (EPRD) from Germany, a total of sixty-three (63) hips underwent revision THA procedures between 01-Dec-2015 and 31-Dec-2023, using an R3 Delta Ceramic insert. From these, sixteen (16) hips were later re-revised due to the following reasons: ten (10) hips due to infection, one (1) hip due to recurrent dislocation, one (1) hip due to periprosthetic fracture and four (4) hips due to other/unknown reasons. No further information is available. ;Timeframe of Registry data: Implantations conducted between 01-Dec-2015 and 31-Dec-2023 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the R3 Acetabular system presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect to the contraindications and precautions for use and warnings described in the information material supplied with the devices. This system is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and information for safety included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users. ;;According to this registry report, a total of sixty-three (63) revision THA procedures with R3 Delta Ceramic inserts have been performed in Germany between 01-Dec-2015 and 31-Dec-2023. The mean cumulative re-revision rates for the R3 Delta Ceramic insert were in line with the mean cumulative re-revision rates for the THA EPRD revision class across all years of follow-up data available. The following cumulative revision rates with 95% confidence intervals are presented in this report: ;;o At 1st postoperative year: 19.7% (9.0%-29.1%) vs 14.3% (14.1%-14.6%) of the class.;o At 2nd postoperative year: 22.1% (10.5%-32.2%) vs 16.3% (16.0%-16.6%) of the class.;o At 3rd postoperative year: 27.7% (14.1%-39.1%) vs 17.5% (17.2%-17.8%) of the class.;o At 4th postoperative year: 31.9% (16.1%-44.8%) vs 18.5% (18.1%-18.8%) of the class.;o At 5th postoperative year: 31.9% (16.1%-44.8%) vs 19.3% (19.0%-19.6%) of the class.;o At 6th postoperative year: 31.9% (16.1%-44.8%) vs 20.0% (19.7%-20.4%) of the class.;o At 7th postoperative year: 31.9% (16.1%-44.8%) vs 20.8% (20.5%-21.2%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L1,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L2,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L3,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L4,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L5,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L6,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L7,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L8,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L9,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L10,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L11,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L12,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L13,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L14,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L15,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L16,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L17,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L18,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L19,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L20,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L21,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L22,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L23,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L24,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L25,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L26,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L27,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to dislocation/instability.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L28,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L29,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L30,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L31,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to aseptic loosening .","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L32,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to aseptic loosening .","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L33,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to aseptic loosening .","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L34,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to aseptic loosening .","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L35,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L36,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L37,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L38,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L39,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L40,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280476-1-L41,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a revision surgery due to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one thousand and thirty-seven (1037) hips underwent primary total hip arthroplasty or hemiarthroplasty procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, forty-one (41) hips were later revised due to the following complications: fifteen (15) hips due to infection, twelve (12) hips due to dislocation/instability, three (3) hips due to periprosthetic fracture, four (4) hips due to aseptic loosening and seven (7) hips due to other-unknown reasons. ;;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one thousand and thirty-seven (1037) primary total hip arthroplasty or hemiarthroplasty procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. These components have been paired and reviewed based on the following subcategories: Elective THA with cemented stems, Non-Elective THA after bone fracture(s) and hemiarthroplasty. The SPECTRON femoral components are performing in line with the respective class subcategory at the available follow-up time (1-8 years) based on overlapping of confidence intervals. The following cumulative revision rates with 95% confidence intervals for each subcategory are presented in this report:;;1. Elective THA with Cemented Stems (SPECTRON femoral components used in 604 hips vs 121812 procedures listed for the class).;o At 1st postoperative year: 2.0% (0.9%-3.1%) vs 2.4% (2.3%-2.5%) of the class.;o At 2nd postoperative year: 2.6% (1.3%-3.9%) vs 2.7% (2.6%-2.8%) of the class.;o At 3rd postoperative year: 2.6% (1.3%-3.9%) vs 2.9% (2.8%-3.0%) of the class.;o At 4th postoperative year: 2.6% (1.3%-3.9%) vs 3.2% (3.1%-3.3%) of the class.;o At 5th postoperative year: 2.6% (1.3%-3.9%) vs 3.4% (3.3%-3.5%) of the class.;o At 6th postoperative year: 2.6% (1.3%-3.9%) vs 3.6% (3.5%-3.8%) of the class.;o At 7th postoperative year: 2.6% (1.3%-3.9%) vs 3.9% (3.7%-4.0%) of the class.;o At 8th postoperative year: 2.6% (1.3%-3.9%) vs 4.1% (3.9%-4.3%) of the class.;;2.Non-Elective THA after bone fracture(s) (SPECTRON femoral components used in 57 hips vs 37046 procedures listed for the class).;o At 1st postoperative year: 5.4% (0.0%-11.1%) vs 6.1% (5.9%-6.4%) of the class.;o At 2nd postoperative year: 5.4% (0.0%-11.1%) vs 6.7% (6.4%-7.0%) of the class.;o At 3rd postoperative year: 9.7% (0.0%-19.1%) vs 7.1% (6.8%-7.3%) of the class.;o At 4th postoperative year: 9.7% (0.0%-19.1%) vs 7.4% (7.1%-7.7%) of the class.;o At 5th postoperative year: 9.7% (0.0%-19.1%) vs 7.6% (7.3%-7.9%) of the class.;o At 6th postoperative year: 9.7% (0.0%-19.1%) vs 7.9% (7.6%-8.2%) of the class.;o At 7th postoperative year: 9.7% (0.0%-19.1%) vs 8.2% (7.8%-8.5%) of the class.;o At 8th postoperative year: 9.7% (0.0%-19.1%) vs 8.4% (7.9%-8.8%) of the class.;;3. Hemiarthroplasty (SPECTRON femoral components used in 376 hips vs 78072 procedures listed for the class).;o At 1st postoperative year: 5.9% (3.3%-8.4%) vs 4.6% (4.4%-4.7%) of the class.;o At 2nd postoperative year: 6.3% (3.6%-8.9%) vs 4.8% (4.6%-5.0%) of the class.;o At 3rd postoperative year: 7.1% (4.0%-10.0%) vs 5.0% (4.8%-5.2%) of the class.;o At 4th postoperative year: 7.1% (4.0%-10.0%) vs 5.2% (5.0%-5.4%) of the class.;o At 5th postoperative year: 7.1% (4.0%-10.0%) vs 5.3% (5.1%-5.5%) of the class.;o At 6th postoperative year: 7.1% (4.0%-10.0%) vs 5.5% (5.3%-5.7%) of the class.;o At 7th postoperative year: 7.1% (4.0%-10.0%) vs 5.7% (5.4%-6.0%) of the class.;o At 8th postoperative year: 7.1% (4.0%-10.0%) vs 6.0% (5.6%-6.5%) of the class.;;The three most frequent causes of revision were: infections (36.6%), dislocation/instability (29.3%) and other-unknown reasons (17.1%). Revision due to infection are most likely not due to the implant itself, and rather due to issues with the surgical technique or pre-existing conditions. Additionally, this combination of SPECTRON femoral components accounted for 1037 implantations out of the 236,930 other total hip arthroplasty or hemiarthroplasty products. Therefore, the low number of implants at risk make the statistical model not reliable for comparison to class average, as shown by wider confidence intervals.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ;;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280551-1-L1,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: I It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, twenty (20) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, one (1) hip due to aseptic loosening and ten (10) hips due to other-unknown reasons. No further information is available.; ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred eight (108) revision THA procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the SPECTRON femoral components were not statistically different than the class cumulative re-revision rates based on the overlapping confidence intervals across all years of follow-up (1-8 years). The wide confidence intervals for the SPECTRON femoral components are likely caused by the low number of implantations; SPECTRON femoral components accounted for 108 implantations out of the 71,068 of the class. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;o At 1st postoperative year: 15.0% (7.7%-21.8%) vs 11.2% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 15.0% (7.7%-21.8%) vs 13.2% (12.9%-13.4%) of the class.;o At 3rd postoperative year: 16.7% (8.7%-24.1%) vs 14.4% (14.1%-14.7%) of the class.;o At 4th postoperative year: 16.7% (8.7%-24.1%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 24.2% (12.7%-34.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 6th postoperative year: 27.6% (14.4%-38.8%) vs 17.0% (16.6%-17.3%) of the class.;o At 7th postoperative year: 27.6% (14.4%-38.8%) vs 17.8% (17.4%-18.2%) of the class.;o At 8th postoperative year: 27.6% (14.4%-38.8%) vs 18.5% (18.1%-19.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280551-1-L2,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: I It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, twenty (20) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, one (1) hip due to aseptic loosening and ten (10) hips due to other-unknown reasons. No further information is available.; ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred eight (108) revision THA procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the SPECTRON femoral components were not statistically different than the class cumulative re-revision rates based on the overlapping confidence intervals across all years of follow-up (1-8 years). The wide confidence intervals for the SPECTRON femoral components are likely caused by the low number of implantations; SPECTRON femoral components accounted for 108 implantations out of the 71,068 of the class. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;o At 1st postoperative year: 15.0% (7.7%-21.8%) vs 11.2% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 15.0% (7.7%-21.8%) vs 13.2% (12.9%-13.4%) of the class.;o At 3rd postoperative year: 16.7% (8.7%-24.1%) vs 14.4% (14.1%-14.7%) of the class.;o At 4th postoperative year: 16.7% (8.7%-24.1%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 24.2% (12.7%-34.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 6th postoperative year: 27.6% (14.4%-38.8%) vs 17.0% (16.6%-17.3%) of the class.;o At 7th postoperative year: 27.6% (14.4%-38.8%) vs 17.8% (17.4%-18.2%) of the class.;o At 8th postoperative year: 27.6% (14.4%-38.8%) vs 18.5% (18.1%-19.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280551-1-L3,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: I It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, twenty (20) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, one (1) hip due to aseptic loosening and ten (10) hips due to other-unknown reasons. No further information is available.; ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred eight (108) revision THA procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the SPECTRON femoral components were not statistically different than the class cumulative re-revision rates based on the overlapping confidence intervals across all years of follow-up (1-8 years). The wide confidence intervals for the SPECTRON femoral components are likely caused by the low number of implantations; SPECTRON femoral components accounted for 108 implantations out of the 71,068 of the class. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;o At 1st postoperative year: 15.0% (7.7%-21.8%) vs 11.2% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 15.0% (7.7%-21.8%) vs 13.2% (12.9%-13.4%) of the class.;o At 3rd postoperative year: 16.7% (8.7%-24.1%) vs 14.4% (14.1%-14.7%) of the class.;o At 4th postoperative year: 16.7% (8.7%-24.1%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 24.2% (12.7%-34.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 6th postoperative year: 27.6% (14.4%-38.8%) vs 17.0% (16.6%-17.3%) of the class.;o At 7th postoperative year: 27.6% (14.4%-38.8%) vs 17.8% (17.4%-18.2%) of the class.;o At 8th postoperative year: 27.6% (14.4%-38.8%) vs 18.5% (18.1%-19.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280551-1-L4,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: I It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, twenty (20) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, one (1) hip due to aseptic loosening and ten (10) hips due to other-unknown reasons. No further information is available.; ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred eight (108) revision THA procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the SPECTRON femoral components were not statistically different than the class cumulative re-revision rates based on the overlapping confidence intervals across all years of follow-up (1-8 years). The wide confidence intervals for the SPECTRON femoral components are likely caused by the low number of implantations; SPECTRON femoral components accounted for 108 implantations out of the 71,068 of the class. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;o At 1st postoperative year: 15.0% (7.7%-21.8%) vs 11.2% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 15.0% (7.7%-21.8%) vs 13.2% (12.9%-13.4%) of the class.;o At 3rd postoperative year: 16.7% (8.7%-24.1%) vs 14.4% (14.1%-14.7%) of the class.;o At 4th postoperative year: 16.7% (8.7%-24.1%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 24.2% (12.7%-34.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 6th postoperative year: 27.6% (14.4%-38.8%) vs 17.0% (16.6%-17.3%) of the class.;o At 7th postoperative year: 27.6% (14.4%-38.8%) vs 17.8% (17.4%-18.2%) of the class.;o At 8th postoperative year: 27.6% (14.4%-38.8%) vs 18.5% (18.1%-19.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280551-1-L5,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a re-revision surgery duo to infection.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: I It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, twenty (20) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, one (1) hip due to aseptic loosening and ten (10) hips due to other-unknown reasons. No further information is available.; ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred eight (108) revision THA procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the SPECTRON femoral components were not statistically different than the class cumulative re-revision rates based on the overlapping confidence intervals across all years of follow-up (1-8 years). The wide confidence intervals for the SPECTRON femoral components are likely caused by the low number of implantations; SPECTRON femoral components accounted for 108 implantations out of the 71,068 of the class. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;o At 1st postoperative year: 15.0% (7.7%-21.8%) vs 11.2% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 15.0% (7.7%-21.8%) vs 13.2% (12.9%-13.4%) of the class.;o At 3rd postoperative year: 16.7% (8.7%-24.1%) vs 14.4% (14.1%-14.7%) of the class.;o At 4th postoperative year: 16.7% (8.7%-24.1%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 24.2% (12.7%-34.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 6th postoperative year: 27.6% (14.4%-38.8%) vs 17.0% (16.6%-17.3%) of the class.;o At 7th postoperative year: 27.6% (14.4%-38.8%) vs 17.8% (17.4%-18.2%) of the class.;o At 8th postoperative year: 27.6% (14.4%-38.8%) vs 18.5% (18.1%-19.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1906,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280551-1-L6,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a re-revision surgery duo to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: I It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, twenty (20) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, one (1) hip due to aseptic loosening and ten (10) hips due to other-unknown reasons. No further information is available.; ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred eight (108) revision THA procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the SPECTRON femoral components were not statistically different than the class cumulative re-revision rates based on the overlapping confidence intervals across all years of follow-up (1-8 years). The wide confidence intervals for the SPECTRON femoral components are likely caused by the low number of implantations; SPECTRON femoral components accounted for 108 implantations out of the 71,068 of the class. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;o At 1st postoperative year: 15.0% (7.7%-21.8%) vs 11.2% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 15.0% (7.7%-21.8%) vs 13.2% (12.9%-13.4%) of the class.;o At 3rd postoperative year: 16.7% (8.7%-24.1%) vs 14.4% (14.1%-14.7%) of the class.;o At 4th postoperative year: 16.7% (8.7%-24.1%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 24.2% (12.7%-34.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 6th postoperative year: 27.6% (14.4%-38.8%) vs 17.0% (16.6%-17.3%) of the class.;o At 7th postoperative year: 27.6% (14.4%-38.8%) vs 17.8% (17.4%-18.2%) of the class.;o At 8th postoperative year: 27.6% (14.4%-38.8%) vs 18.5% (18.1%-19.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280551-1-L7,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a re-revision surgery duo to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: I It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, twenty (20) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, one (1) hip due to aseptic loosening and ten (10) hips due to other-unknown reasons. No further information is available.; ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred eight (108) revision THA procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the SPECTRON femoral components were not statistically different than the class cumulative re-revision rates based on the overlapping confidence intervals across all years of follow-up (1-8 years). The wide confidence intervals for the SPECTRON femoral components are likely caused by the low number of implantations; SPECTRON femoral components accounted for 108 implantations out of the 71,068 of the class. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;o At 1st postoperative year: 15.0% (7.7%-21.8%) vs 11.2% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 15.0% (7.7%-21.8%) vs 13.2% (12.9%-13.4%) of the class.;o At 3rd postoperative year: 16.7% (8.7%-24.1%) vs 14.4% (14.1%-14.7%) of the class.;o At 4th postoperative year: 16.7% (8.7%-24.1%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 24.2% (12.7%-34.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 6th postoperative year: 27.6% (14.4%-38.8%) vs 17.0% (16.6%-17.3%) of the class.;o At 7th postoperative year: 27.6% (14.4%-38.8%) vs 17.8% (17.4%-18.2%) of the class.;o At 8th postoperative year: 27.6% (14.4%-38.8%) vs 18.5% (18.1%-19.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280551-1-L8,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a re-revision surgery duo to recurrent dislocation.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: I It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, twenty (20) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, one (1) hip due to aseptic loosening and ten (10) hips due to other-unknown reasons. No further information is available.; ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred eight (108) revision THA procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the SPECTRON femoral components were not statistically different than the class cumulative re-revision rates based on the overlapping confidence intervals across all years of follow-up (1-8 years). The wide confidence intervals for the SPECTRON femoral components are likely caused by the low number of implantations; SPECTRON femoral components accounted for 108 implantations out of the 71,068 of the class. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;o At 1st postoperative year: 15.0% (7.7%-21.8%) vs 11.2% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 15.0% (7.7%-21.8%) vs 13.2% (12.9%-13.4%) of the class.;o At 3rd postoperative year: 16.7% (8.7%-24.1%) vs 14.4% (14.1%-14.7%) of the class.;o At 4th postoperative year: 16.7% (8.7%-24.1%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 24.2% (12.7%-34.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 6th postoperative year: 27.6% (14.4%-38.8%) vs 17.0% (16.6%-17.3%) of the class.;o At 7th postoperative year: 27.6% (14.4%-38.8%) vs 17.8% (17.4%-18.2%) of the class.;o At 8th postoperative year: 27.6% (14.4%-38.8%) vs 18.5% (18.1%-19.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1614,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280551-1-L9,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a re-revision surgery duo to periprosthetic fracture.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: I It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, twenty (20) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, one (1) hip due to aseptic loosening and ten (10) hips due to other-unknown reasons. No further information is available.; ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred eight (108) revision THA procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the SPECTRON femoral components were not statistically different than the class cumulative re-revision rates based on the overlapping confidence intervals across all years of follow-up (1-8 years). The wide confidence intervals for the SPECTRON femoral components are likely caused by the low number of implantations; SPECTRON femoral components accounted for 108 implantations out of the 71,068 of the class. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;o At 1st postoperative year: 15.0% (7.7%-21.8%) vs 11.2% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 15.0% (7.7%-21.8%) vs 13.2% (12.9%-13.4%) of the class.;o At 3rd postoperative year: 16.7% (8.7%-24.1%) vs 14.4% (14.1%-14.7%) of the class.;o At 4th postoperative year: 16.7% (8.7%-24.1%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 24.2% (12.7%-34.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 6th postoperative year: 27.6% (14.4%-38.8%) vs 17.0% (16.6%-17.3%) of the class.;o At 7th postoperative year: 27.6% (14.4%-38.8%) vs 17.8% (17.4%-18.2%) of the class.;o At 8th postoperative year: 27.6% (14.4%-38.8%) vs 18.5% (18.1%-19.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E1603,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280551-1-L10,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a re-revision surgery duo to aseptic loosening.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: I It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, twenty (20) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, one (1) hip due to aseptic loosening and ten (10) hips due to other-unknown reasons. No further information is available.; ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred eight (108) revision THA procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the SPECTRON femoral components were not statistically different than the class cumulative re-revision rates based on the overlapping confidence intervals across all years of follow-up (1-8 years). The wide confidence intervals for the SPECTRON femoral components are likely caused by the low number of implantations; SPECTRON femoral components accounted for 108 implantations out of the 71,068 of the class. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;o At 1st postoperative year: 15.0% (7.7%-21.8%) vs 11.2% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 15.0% (7.7%-21.8%) vs 13.2% (12.9%-13.4%) of the class.;o At 3rd postoperative year: 16.7% (8.7%-24.1%) vs 14.4% (14.1%-14.7%) of the class.;o At 4th postoperative year: 16.7% (8.7%-24.1%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 24.2% (12.7%-34.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 6th postoperative year: 27.6% (14.4%-38.8%) vs 17.0% (16.6%-17.3%) of the class.;o At 7th postoperative year: 27.6% (14.4%-38.8%) vs 17.8% (17.4%-18.2%) of the class.;o At 8th postoperative year: 27.6% (14.4%-38.8%) vs 18.5% (18.1%-19.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E161201,F1905,A0103,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280551-1-L11,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: I It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, twenty (20) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, one (1) hip due to aseptic loosening and ten (10) hips due to other-unknown reasons. No further information is available.; ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred eight (108) revision THA procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the SPECTRON femoral components were not statistically different than the class cumulative re-revision rates based on the overlapping confidence intervals across all years of follow-up (1-8 years). The wide confidence intervals for the SPECTRON femoral components are likely caused by the low number of implantations; SPECTRON femoral components accounted for 108 implantations out of the 71,068 of the class. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;o At 1st postoperative year: 15.0% (7.7%-21.8%) vs 11.2% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 15.0% (7.7%-21.8%) vs 13.2% (12.9%-13.4%) of the class.;o At 3rd postoperative year: 16.7% (8.7%-24.1%) vs 14.4% (14.1%-14.7%) of the class.;o At 4th postoperative year: 16.7% (8.7%-24.1%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 24.2% (12.7%-34.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 6th postoperative year: 27.6% (14.4%-38.8%) vs 17.0% (16.6%-17.3%) of the class.;o At 7th postoperative year: 27.6% (14.4%-38.8%) vs 17.8% (17.4%-18.2%) of the class.;o At 8th postoperative year: 27.6% (14.4%-38.8%) vs 18.5% (18.1%-19.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280551-1-L12,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: I It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, twenty (20) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, one (1) hip due to aseptic loosening and ten (10) hips due to other-unknown reasons. No further information is available.; ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred eight (108) revision THA procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the SPECTRON femoral components were not statistically different than the class cumulative re-revision rates based on the overlapping confidence intervals across all years of follow-up (1-8 years). The wide confidence intervals for the SPECTRON femoral components are likely caused by the low number of implantations; SPECTRON femoral components accounted for 108 implantations out of the 71,068 of the class. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;o At 1st postoperative year: 15.0% (7.7%-21.8%) vs 11.2% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 15.0% (7.7%-21.8%) vs 13.2% (12.9%-13.4%) of the class.;o At 3rd postoperative year: 16.7% (8.7%-24.1%) vs 14.4% (14.1%-14.7%) of the class.;o At 4th postoperative year: 16.7% (8.7%-24.1%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 24.2% (12.7%-34.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 6th postoperative year: 27.6% (14.4%-38.8%) vs 17.0% (16.6%-17.3%) of the class.;o At 7th postoperative year: 27.6% (14.4%-38.8%) vs 17.8% (17.4%-18.2%) of the class.;o At 8th postoperative year: 27.6% (14.4%-38.8%) vs 18.5% (18.1%-19.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280551-1-L13,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: I It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, twenty (20) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, one (1) hip due to aseptic loosening and ten (10) hips due to other-unknown reasons. No further information is available.; ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred eight (108) revision THA procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the SPECTRON femoral components were not statistically different than the class cumulative re-revision rates based on the overlapping confidence intervals across all years of follow-up (1-8 years). The wide confidence intervals for the SPECTRON femoral components are likely caused by the low number of implantations; SPECTRON femoral components accounted for 108 implantations out of the 71,068 of the class. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;o At 1st postoperative year: 15.0% (7.7%-21.8%) vs 11.2% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 15.0% (7.7%-21.8%) vs 13.2% (12.9%-13.4%) of the class.;o At 3rd postoperative year: 16.7% (8.7%-24.1%) vs 14.4% (14.1%-14.7%) of the class.;o At 4th postoperative year: 16.7% (8.7%-24.1%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 24.2% (12.7%-34.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 6th postoperative year: 27.6% (14.4%-38.8%) vs 17.0% (16.6%-17.3%) of the class.;o At 7th postoperative year: 27.6% (14.4%-38.8%) vs 17.8% (17.4%-18.2%) of the class.;o At 8th postoperative year: 27.6% (14.4%-38.8%) vs 18.5% (18.1%-19.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280551-1-L14,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: I It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, twenty (20) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, one (1) hip due to aseptic loosening and ten (10) hips due to other-unknown reasons. No further information is available.; ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred eight (108) revision THA procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the SPECTRON femoral components were not statistically different than the class cumulative re-revision rates based on the overlapping confidence intervals across all years of follow-up (1-8 years). The wide confidence intervals for the SPECTRON femoral components are likely caused by the low number of implantations; SPECTRON femoral components accounted for 108 implantations out of the 71,068 of the class. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;o At 1st postoperative year: 15.0% (7.7%-21.8%) vs 11.2% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 15.0% (7.7%-21.8%) vs 13.2% (12.9%-13.4%) of the class.;o At 3rd postoperative year: 16.7% (8.7%-24.1%) vs 14.4% (14.1%-14.7%) of the class.;o At 4th postoperative year: 16.7% (8.7%-24.1%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 24.2% (12.7%-34.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 6th postoperative year: 27.6% (14.4%-38.8%) vs 17.0% (16.6%-17.3%) of the class.;o At 7th postoperative year: 27.6% (14.4%-38.8%) vs 17.8% (17.4%-18.2%) of the class.;o At 8th postoperative year: 27.6% (14.4%-38.8%) vs 18.5% (18.1%-19.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280551-1-L15,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: I It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, twenty (20) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, one (1) hip due to aseptic loosening and ten (10) hips due to other-unknown reasons. No further information is available.; ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred eight (108) revision THA procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the SPECTRON femoral components were not statistically different than the class cumulative re-revision rates based on the overlapping confidence intervals across all years of follow-up (1-8 years). The wide confidence intervals for the SPECTRON femoral components are likely caused by the low number of implantations; SPECTRON femoral components accounted for 108 implantations out of the 71,068 of the class. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;o At 1st postoperative year: 15.0% (7.7%-21.8%) vs 11.2% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 15.0% (7.7%-21.8%) vs 13.2% (12.9%-13.4%) of the class.;o At 3rd postoperative year: 16.7% (8.7%-24.1%) vs 14.4% (14.1%-14.7%) of the class.;o At 4th postoperative year: 16.7% (8.7%-24.1%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 24.2% (12.7%-34.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 6th postoperative year: 27.6% (14.4%-38.8%) vs 17.0% (16.6%-17.3%) of the class.;o At 7th postoperative year: 27.6% (14.4%-38.8%) vs 17.8% (17.4%-18.2%) of the class.;o At 8th postoperative year: 27.6% (14.4%-38.8%) vs 18.5% (18.1%-19.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280551-1-L16,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: I It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, twenty (20) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, one (1) hip due to aseptic loosening and ten (10) hips due to other-unknown reasons. No further information is available.; ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred eight (108) revision THA procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the SPECTRON femoral components were not statistically different than the class cumulative re-revision rates based on the overlapping confidence intervals across all years of follow-up (1-8 years). The wide confidence intervals for the SPECTRON femoral components are likely caused by the low number of implantations; SPECTRON femoral components accounted for 108 implantations out of the 71,068 of the class. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;o At 1st postoperative year: 15.0% (7.7%-21.8%) vs 11.2% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 15.0% (7.7%-21.8%) vs 13.2% (12.9%-13.4%) of the class.;o At 3rd postoperative year: 16.7% (8.7%-24.1%) vs 14.4% (14.1%-14.7%) of the class.;o At 4th postoperative year: 16.7% (8.7%-24.1%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 24.2% (12.7%-34.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 6th postoperative year: 27.6% (14.4%-38.8%) vs 17.0% (16.6%-17.3%) of the class.;o At 7th postoperative year: 27.6% (14.4%-38.8%) vs 17.8% (17.4%-18.2%) of the class.;o At 8th postoperative year: 27.6% (14.4%-38.8%) vs 18.5% (18.1%-19.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280551-1-L17,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: I It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, twenty (20) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, one (1) hip due to aseptic loosening and ten (10) hips due to other-unknown reasons. No further information is available.; ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred eight (108) revision THA procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the SPECTRON femoral components were not statistically different than the class cumulative re-revision rates based on the overlapping confidence intervals across all years of follow-up (1-8 years). The wide confidence intervals for the SPECTRON femoral components are likely caused by the low number of implantations; SPECTRON femoral components accounted for 108 implantations out of the 71,068 of the class. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;o At 1st postoperative year: 15.0% (7.7%-21.8%) vs 11.2% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 15.0% (7.7%-21.8%) vs 13.2% (12.9%-13.4%) of the class.;o At 3rd postoperative year: 16.7% (8.7%-24.1%) vs 14.4% (14.1%-14.7%) of the class.;o At 4th postoperative year: 16.7% (8.7%-24.1%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 24.2% (12.7%-34.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 6th postoperative year: 27.6% (14.4%-38.8%) vs 17.0% (16.6%-17.3%) of the class.;o At 7th postoperative year: 27.6% (14.4%-38.8%) vs 17.8% (17.4%-18.2%) of the class.;o At 8th postoperative year: 27.6% (14.4%-38.8%) vs 18.5% (18.1%-19.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280551-1-L18,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: I It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, twenty (20) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, one (1) hip due to aseptic loosening and ten (10) hips due to other-unknown reasons. No further information is available.; ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred eight (108) revision THA procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the SPECTRON femoral components were not statistically different than the class cumulative re-revision rates based on the overlapping confidence intervals across all years of follow-up (1-8 years). The wide confidence intervals for the SPECTRON femoral components are likely caused by the low number of implantations; SPECTRON femoral components accounted for 108 implantations out of the 71,068 of the class. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;o At 1st postoperative year: 15.0% (7.7%-21.8%) vs 11.2% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 15.0% (7.7%-21.8%) vs 13.2% (12.9%-13.4%) of the class.;o At 3rd postoperative year: 16.7% (8.7%-24.1%) vs 14.4% (14.1%-14.7%) of the class.;o At 4th postoperative year: 16.7% (8.7%-24.1%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 24.2% (12.7%-34.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 6th postoperative year: 27.6% (14.4%-38.8%) vs 17.0% (16.6%-17.3%) of the class.;o At 7th postoperative year: 27.6% (14.4%-38.8%) vs 17.8% (17.4%-18.2%) of the class.;o At 8th postoperative year: 27.6% (14.4%-38.8%) vs 18.5% (18.1%-19.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280551-1-L19,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: I It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, twenty (20) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, one (1) hip due to aseptic loosening and ten (10) hips due to other-unknown reasons. No further information is available.; ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred eight (108) revision THA procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the SPECTRON femoral components were not statistically different than the class cumulative re-revision rates based on the overlapping confidence intervals across all years of follow-up (1-8 years). The wide confidence intervals for the SPECTRON femoral components are likely caused by the low number of implantations; SPECTRON femoral components accounted for 108 implantations out of the 71,068 of the class. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;o At 1st postoperative year: 15.0% (7.7%-21.8%) vs 11.2% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 15.0% (7.7%-21.8%) vs 13.2% (12.9%-13.4%) of the class.;o At 3rd postoperative year: 16.7% (8.7%-24.1%) vs 14.4% (14.1%-14.7%) of the class.;o At 4th postoperative year: 16.7% (8.7%-24.1%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 24.2% (12.7%-34.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 6th postoperative year: 27.6% (14.4%-38.8%) vs 17.0% (16.6%-17.3%) of the class.;o At 7th postoperative year: 27.6% (14.4%-38.8%) vs 17.8% (17.4%-18.2%) of the class.;o At 8th postoperative year: 27.6% (14.4%-38.8%) vs 18.5% (18.1%-19.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;CASE-2025-00280551-1-L20,,10/23/2025,5/15/2025,SPECTRON Hip System,SPECTRON femoral component,,,,,,K970351,,IN,"It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, one (1) patient required a re-revision surgery duo to other-unknown reasons.","Reporting Quarter: 2 (April 1 - June 30, 2025);;Summary of adverse events: I It was reported that, in the Endoprothesenregister Joint Registry (EPRD) from Germany, a total of one hundred eight (108) hips underwent revision THA procedures between 01-Jul-2013 and 31-Mar-2024, using SPECTRON femoral component. From these, twenty (20) hips were later re-revised due to the following complications: five (5) hips due to infection, three (3) hips due to recurrent dislocation, one (1) hip due to periprosthetic fracture, one (1) hip due to aseptic loosening and ten (10) hips due to other-unknown reasons. No further information is available.; ;Timeframe of Registry data: Implantations conducted between 01-Jul-2013 and 31-Mar-2024 in Germany.;;Analysis Conducted: Based on the most recent safety and performance evaluation, the SPECTRON femoral component presents a favorable benefit/risk assessment when used under the conditions and for the purposes intended by the manufacturer and with respect of the contraindications and precautions for use and warnings described in the information material supplied with the devices. This component is at least as safe and effective as all its therapeutic alternatives in the targeted indication. The intended purpose and risk reduction measures included in the information materials supplied by the manufacturer are adequate and suitable for the intended uses and users.;;According to this registry report, a total of one hundred eight (108) revision THA procedures with SPECTRON femoral components have been performed in Germany between 01-Jul-2013 and 31-Mar-2024. The mean cumulative re-revision rates for the SPECTRON femoral components were not statistically different than the class cumulative re-revision rates based on the overlapping confidence intervals across all years of follow-up (1-8 years). The wide confidence intervals for the SPECTRON femoral components are likely caused by the low number of implantations; SPECTRON femoral components accounted for 108 implantations out of the 71,068 of the class. The following cumulative re-revision rates with 95% confidence intervals are presented in this report:;;o At 1st postoperative year: 15.0% (7.7%-21.8%) vs 11.2% (11.0%-11.5%) of the class.;o At 2nd postoperative year: 15.0% (7.7%-21.8%) vs 13.2% (12.9%-13.4%) of the class.;o At 3rd postoperative year: 16.7% (8.7%-24.1%) vs 14.4% (14.1%-14.7%) of the class.;o At 4th postoperative year: 16.7% (8.7%-24.1%) vs 15.4% (15.0%-15.7%) of the class.;o At 5th postoperative year: 24.2% (12.7%-34.1%) vs 16.2% (15.9%-16.5%) of the class.;o At 6th postoperative year: 27.6% (14.4%-38.8%) vs 17.0% (16.6%-17.3%) of the class.;o At 7th postoperative year: 27.6% (14.4%-38.8%) vs 17.8% (17.4%-18.2%) of the class.;o At 8th postoperative year: 27.6% (14.4%-38.8%) vs 18.5% (18.1%-19.0%) of the class.;;Based on the review of other clinical sources such as clinical activities, complaint data, published literature and other joint registries, no increased risks to health or an increased trend in any of the adverse events summarized above have been identified. The reported adverse events relate to known inherent procedural risks that are appropriately documented in our risk files. No individual investigations into the reported adverse events are deemed necessary. ; ;Additional Action(s) taken: No additional actions are deemed necessary at this time. Smith+Nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded.",,,,,,,E2401,F1905,A24,G07001,B20;B22,C19,D12;D15,,0;

Manufacturer narrative:
CORRECTED DATA: A2 (AGE AT THE TIME OF EVENT FROM 63, UPDATED TO 72), B5 (EVENT NARRATIVE), D1 (¿R3 DELTA CERAMIC INSERT¿ REMOVED FROM BRAND NAME, AS THE 3500A FORM INCORPORATES SEVERAL PRODUCTS), H2 (TOTAL QUANTITY OF SUMMARIZED EVENTS IS NOW 1,070), H6 (ADDITIONAL CODES ADDED FOR ¿MEDICAL DEVICE PROBLEM CODE¿ PERTAINING TO THE ADDITIONAL EVENTS INCORPORATED TO THIS 3500A FORM SUBMISSION). H11: THIS REPORT IS SUBMITTED IN RESPONSE TO THE FDA¿S OBSERVATIONS REGARDING SMITH+NEPHEW¿S (S+N) SUMMARY MDR REPORTING PRACTICES UNDER (B)(6), COMMUNICATED ON JULY 1, 2025. AS A RESULT, THE MDR WITH REFERENCE 1020279-2025-00901 INCORPORATES ALL THE REAL WORD DATA SHARING THE FOLLOWING BUNDLING CRITERIA: REGISTRATION NUMBER: 1020279, DATA SOURCE: ENDOPROTHESENREGISTER (EPRD), REPORT TYPE: SERIOUS INJURY, PRODUCT CLASSIFICATION CODE: MRA. ADDITIONAL COMPLAINTS HAVE BEEN ADDED SINCE THE PREVIOUS SUBMISSION ON 18-MAY-2025: (B)(4) (L1-L16), (B)(4) (L1-L41), AND (B)(4) (L1-L20). EXCEPT FOR THE CORRECTED FIELDS NOTED ABOVE UNDER ¿CORRECTED DATA¿, THE INFORMATION PROVIDED IN THE REQUIRED FIELDS OF THE PRIOR 3500A FORM SUBMITTED ON 18-MAY-2025 REMAINS UNCHANGED. REPORTING QUARTER: 2 (APRIL 1 - JUNE 30, 2025) SUMMARY OF ADVERSE EVENTS: BASED ON REAL WORLD DATA FROM THE ENDOPROTHESENREGISTER (EPRD), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN GERMANY FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY AND REVISION JOINT REPLACEMENT PROCEDURES: 1. PRIMARY THA PROCEDURES: - R3 DELTA CERAMIC INSERT COMPONENTS: IMPLANTED IN TWO THOUSAND NINE HUNDRED AND ELEVEN (2,911) HIPS BETWEEN 01-FEB-2013 AND 31-MAR-2024. FROM THESE, ONE HUNDRED FIVE (105) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: TWENTY-FOUR (24) HIPS DUE TO INFECTION, SEVEN (7) HIPS DUE TO DISLOCATION/INSTABILITY, TWELVE (12) HIPS DUE TO PERIPROSTHETIC FRACTURE, FOUR (4) HIP DUE TO MALPOSITION/MALALIGNMENT, TWELVE (12) HIPS DUE TO ASEPTIC LOOSENING AND FORTY-SIX (46) HIPS DUE TO OTHER-UNKNOWN REASONS. - SPECTRON FEMORAL COMPONENTS: IMPLANTED IN ONE THOUSAND AND THIRTY-SEVEN (1,037) HIPS BETWEEN 01-JUL-2013 AND 31-MAR-2024. FROM THESE, FORTY-ONE (41) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FIFTEEN (15) HIPS DUE TO INFECTION, TWELVE (12) HIPS DUE TO DISLOCATION/INSTABILITY, THREE (3) HIPS DUE TO PERIPROSTHETIC FRACTURE, FOUR (4) HIPS DUE TO ASEPTIC LOOSENING AND SEVEN (7) HIPS DUE TO OTHER-UNKNOWN REASONS. 2. REVISION THA PROCEDURES: - R3 DELTA CERAMIC INSERT COMPONENTS: IMPLANTED IN SIXTY-THREE (63) HIPS BETWEEN 01-DEC-2015 AND 31-DEC-2023. FROM THESE, SIXTEEN (16) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING REASONS: TEN (10) HIPS DUE TO INFECTION, ONE (1) HIP DUE TO RECURRENT DISLOCATION, ONE (1) HIP DUE TO PERIPROSTHETIC FRACTURE AND FOUR (4) HIPS DUE TO OTHER-UNKNOWN REASONS. - SPECTRON FEMORAL COMPONENTS: IMPLANTED IN ONE HUNDRED EIGHT (108) HIPS BETWEEN 01-JUL-2013 AND 31-MAR-2024. FROM THESE, TWENTY (20) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: FIVE (5) HIPS DUE TO INFECTION, THREE (3) HIPS DUE TO RECURRENT DISLOCATION, ONE (1) HIP DUE TO PERIPROSTHETIC FRACTURE, ONE (1) HIP DUE TO ASEPTIC LOOSENING AND TEN (10) HIPS DUE TO OTHER-UNKNOWN REASONS. ALTOGETHER, A TOTAL QUANTITY OF ONE HUNDRED AND FORTY-SIX (146) REVISIONS AND THIRTY-SIX (36) RE-REVISIONS HAVE BEEN REPORTED IN THE EPRD FOR THE R3 DELTA CERAMIC INSERT COMPONENTS, AND SPECTRON FEMORAL COMPONENTS RESULTING IN A TOTAL OF 182 EVENTS SUMMARIZED THROUGH THIS 3500A FORM. ANALYSIS CONDUCTED: BASED ON THE MOST RECENT SAFETY AND PERFORMANCE EVALUATIONS, THE R3 ACETABULAR SYSTEM AND THE SPECTRON HIP SYSTEM PRESENT A FAVORABLE BENEFIT/RISK ASSESSMENT WHEN USED UNDER THE CONDITIONS AND FOR THE PURPOSES INTENDED BY THE MANUFACTURER AND WITH RESPECT TO THE CONTRAINDICATIONS AND PRECAUTIONS FOR USE AND WARNINGS DESCRIBED IN THE INFORMATION MATERIAL SUPPLIED WITH THE DEVICES. THESE SYSTEMS ARE AT LEAST AS SAFE AND EFFECTIVE AS ALL THEIR THERAPEUTIC ALTERNATIVES IN THE TARGETED INDICATION. THE INTENDED PURPOSE AND INFORMATION FOR SAFETY INCLUDED IN THE INFORMATION MATERIALS SUPPLIED BY THE MANUFACTURER ARE ADEQUATE AND SUITABLE FOR THE INTENDED USES AND USERS. EPRD REPORTS THAT FOR THE SPECTRON FEMORAL COMPONENTS, THE CUMULATIVE REVISION RATES DURING PRIMARY THA WERE IN LINE OR LOWER THAN THE CLASS AVERAGES, BASED ON OVERLAPPING CONFIDENCE INTERVALS FOR ALL PROCEDURE TYPES THROUGH 8 YEARS OF FOLLOW-UP. THE THREE MOST FREQUENT CAUSES OF REVISION WERE: INFECTIONS (36.6%), DISLOCATION/INSTABILITY (29.3%) AND OTHER-UNKNOWN REASONS (17.1%). REVISION DUE TO INFECTION ARE MOST LIKELY NOT DUE TO THE IMPLANT ITSELF, AND RATHER DUE TO ISSUES WITH THE SURGICAL TECHNIQUE OR PRE-EXISTING CONDITIONS. FOR REVISION PROCEDURES, THE MEAN CUMULATIVE RE-REVISION RATES FOR THE SPECTRON FEMORAL COMPONENTS WERE NOT STATISTICALLY DIFFERENT THAN THE CLASS CUMULATIVE RE-REVISION RATES BASED ON THE OVERLAPPING CONFIDENCE INTERVALS ACROSS ALL YEARS OF FOLLOW-UP (1-8 YEARS). THE WIDE CONFIDENCE INTERVALS FOR THE SPECTRON FEMORAL COMPONENTS ARE LIKELY CAUSED BY THE LOW NUMBER OF IMPLANTATIONS; SPECTRON FEMORAL COMPONENTS ACCOUNTED FOR 108 IMPLANTATIONS OUT OF THE 71,068 OF THE EPRD TKA REVISION CLASS. ACCORDING TO THE EPRD REPORT REVIEWED FOR THE R3 DELTA CERAMIC INSERT, THE MEAN CUMULATIVE REVISION RATES FOR PRIMARY THA IMPLANTATIONS WERE EITHER IN LINE WITH OR LOWER THAN THE MEAN CUMULATIVE REVISION RATES FOR THE CLASS DEVICE FOR EACH PROCEDURE, AS INDICATED BY THE CONFIDENCE INTERVALS. DURING REVISION THA, THE CUMULATIVE RE-REVISION RATES AT LATEST FOLLOW-UP WERE IN LINE WITH THE CUMULATIVE RE-REVISION RATES OF THE RESPECTIVE CLASS DEVICE FOR ASEPTIC AND SEPTIC REVISION THA PROCEDURES, AS INDICATED BY THE OVERLAPPING CONFIDENCE INTERVALS ACROSS 7 YEARS OF FOLLOW UP. THE RELATIVE LOW NUMBER OF IMPLANTATIONS AT REVISION THA CONTRIBUTES TO THE WIDE CONFIDENCE INTERVALS. SPECIFIC ANALYSIS IN SCOPE OF THIS MDR SUBMISSION IS PROVIDED IN THE ATTACHED .CSV FILE. BASED ON THE REVIEW OF OTHER CLINICAL SOURCES SUCH AS CLINICAL ACTIVITIES, COMPLAINT DATA, PUBLISHED LITERATURE AND OTHER JOINT REGISTRIES, NO INCREASED RISKS TO HEALTH OR AN INCREASED TREND IN ANY OF THE ADVERSE EVENTS SUMMARIZED ABOVE HAVE BEEN IDENTIFIED. THE REPORTED ADVERSE EVENTS RELATE TO KNOWN INHERENT PROCEDURAL RISKS THAT ARE APPROPRIATELY DOCUMENTED IN OUR RISK FILES. NO INDIVIDUAL INVESTIGATIONS INTO THE REPORTED ADVERSE EVENTS ARE DEEMED NECESSARY. ADDITIONAL ACTION(S) TAKEN: NO ADDITIONAL ACTIONS ARE DEEMED NECESSARY AT THIS TIME. SMITH+NEPHEW WILL CONTINUE TO MONITOR TRENDS IN ACCORDANCE WITH OUR POST-MARKET SURVEILLANCE PROCESS AND TAKE NECESSARY ACTION AS REQUIRED IF ANTICIPATED SEVERITY AND/OR OCCURRENCE RATES ARE EXCEEDED.

Event description:
BASED ON REAL WORLD DATA FROM THE ENDOPROTHESENREGISTER (EPRD), SEVERAL REVISION SURGERIES HAVE BEEN REPORTED IN GERMANY FOLLOWING THE USE OF SMITH+NEPHEW PROSTHESES IN PRIMARY AND REVISION JOINT REPLACEMENT PROCEDURES: 1. PRIMARY THA PROCEDURES: - R3 DELTA CERAMIC INSERT COMPONENTS: IMPLANTED IN TWO THOUSAND NINE HUNDRED AND ELEVEN (2,911) HIPS BETWEEN 01-FEB-2013 AND 31-MAR-2024. FROM THESE, ONE HUNDRED FIVE (105) HIPS WERE LATER REVISED DUE TO THE FOLLOWING REASONS: TWENTY-FOUR (24) HIPS DUE TO INFECTION, SEVEN (7) HIPS DUE TO DISLOCATION/INSTABILITY, TWELVE (12) HIPS DUE TO PERIPROSTHETIC FRACTURE, FOUR (4) HIP DUE TO MALPOSITION/MALALIGNMENT, TWELVE (12) HIPS DUE TO ASEPTIC LOOSENING AND FORTY-SIX (46) HIPS DUE TO OTHER-UNKNOWN REASONS. - SPECTRON FEMORAL COMPONENTS: IMPLANTED IN ONE THOUSAND AND THIRTY-SEVEN (1,037) HIPS BETWEEN 01-JUL-2013 AND 31-MAR-2024. FROM THESE, FORTY-ONE (41) HIPS WERE LATER REVISED DUE TO THE FOLLOWING COMPLICATIONS: FIFTEEN (15) HIPS DUE TO INFECTION, TWELVE (12) HIPS DUE TO DISLOCATION/INSTABILITY, THREE (3) HIPS DUE TO PERIPROSTHETIC FRACTURE, FOUR (4) HIPS DUE TO ASEPTIC LOOSENING AND SEVEN (7) HIPS DUE TO OTHER-UNKNOWN REASONS. 2. REVISION THA PROCEDURES: - R3 DELTA CERAMIC INSERT COMPONENTS: IMPLANTED IN SIXTY-THREE (63) HIPS BETWEEN 01-DEC-2015 AND 31-DEC-2023. FROM THESE, SIXTEEN (16) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING REASONS: TEN (10) HIPS DUE TO INFECTION, ONE (1) HIP DUE TO RECURRENT DISLOCATION, ONE (1) HIP DUE TO PERIPROSTHETIC FRACTURE AND FOUR (4) HIPS DUE TO OTHER-UNKNOWN REASONS. - SPECTRON FEMORAL COMPONENTS: IMPLANTED IN ONE HUNDRED EIGHT (108) HIPS BETWEEN 01-JUL-2013 AND 31-MAR-2024. FROM THESE, TWENTY (20) HIPS WERE LATER RE-REVISED DUE TO THE FOLLOWING COMPLICATIONS: FIVE (5) HIPS DUE TO INFECTION, THREE (3) HIPS DUE TO RECURRENT DISLOCATION, ONE (1) HIP DUE TO PERIPROSTHETIC FRACTURE, ONE (1) HIP DUE TO ASEPTIC LOOSENING AND TEN (10) HIPS DUE TO OTHER-UNKNOWN REASONS. ALTOGETHER, A TOTAL QUANTITY OF ONE HUNDRED AND FORTY-SIX (146) REVISIONS AND THIRTY-SIX (36) RE-REVISIONS HAVE BEEN REPORTED IN THE EPRD FOR THE R3 DELTA CERAMIC INSERT COMPONENTS, AND SPECTRON FEMORAL COMPONENTS RESULTING IN A TOTAL OF 182 EVENTS SUMMARIZED THROUGH THIS 3500A FORM.

Manufacturer narrative:
CORRECTED DATA: THIS 3500A FORM IS BEING SUBMITTED AS A CORRECTION TO FOLLOW-UP REPORT, PREVIOUSLY SUBMITTED ON 23-OCT-2025. SPECIFICALLY, THE ' ADDITIONAL MANUFACTURER NARRATIVE' FIELD IN THE CORRECTED DATA NARRATIVE. IT SHOULD HAVE BEEN: H2 (TOTAL QUANTITY OF SUMMARIZED EVENTS IS NOW 182). NO OTHER CORRECTIONS OR ADDITIONAL INFORMATION HAVE BEEN INCORPORATED TO THE 3500A FORM PREVIOUSLY SUBMITTED THROUGH FOLLOW-UP REPORT.